Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The supplier DHR was not requested because the raw material certificate showed material is conforming to specification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The lot number provided is the vendor's lot number. Based on a review of production records and the customer's purchase history, there are three (3) possible lot numbers with the following combination of lot number, UDI and manufacture date: lot# 965630, UDI number (B)(4), manufacture date 25 nov 2019. Lot# 965720, UDI number (B)(4), manufacture date 25 nov 2019. Lot# 047230, UDI number (B)(4), manufacture date 26 nov 2019. Report source ¿ (B)(6).

Event description:
It was reported the drill fractured when the nurse was wiping blood off the drill tip. The procedure was completed with another drill. No adverse events have been reported as a result of the malfunction.